Event description:
On (B)(6) 2018, a 20mm amplatzer septal occluder was selected for implant. During device preparation, the device appeared normal. While deploying the device in the left atrium, the distal disc deployed deformed, cobra-shaped. The physician removed the device from the patient, flushed it, and the device deployed deformed, cobra-shaped, again. The device returned to its proper conformation after manual manipulation. The device was exchanged for a 22mm amplatzer septal occluder (lot number: 5433195) and the second device deployed deformed as well, and was not implanted. The procedure was completed with a non-abbott device and the patient is reported to be stable.

Manufacturer narrative:
An event of deployment deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2135147-2018-00222.